Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/31/2017. Device evaluation: the intraocular lens was returned in a little jar with some fluid. Visual inspection showed that the product was cut in pieces. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the symfony toric intraocular lens (model zxt225 +24.5 diopters) with serial number (B)(4), was implanted in the left eye of a (B)(6) female patient on (B)(6) 2017. On the same day the lens rotated. The lens was repositioned on (B)(6) 2017. No patient injury. Reportedly, the surgeon planned to explant and replaced the lens on (B)(6) 2017. No further information was provided. Updated the following fields: age at time of event: (B)(6). Sex/gender: female. Date of event: (B)(6) 2017 serial #: (B)(4). Expiration date: 02/24/2022. Model #: zxt225. Catalog #: zxt225u240. (B)(4). If implanted, give date: (B)(6) 2017. Device manufacture date: 02/24/2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) originally placed at 160 degrees, rotated to 30 degrees post implantation. The surgeon commented that the patient did not rub their eye and the lens rotated counter clockwise due to force on the haptic. Additional information was received and it was learnt that the lens repositioning was planned for (B)(6) 2017. No further information was provided.